Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for a herniated disc and spinal pain. It was reported that the patient was having an MRI done due to a problem with their device or therapy. It was reported that the patient was having really bad trouble with their legs. They stated that they thought one of their leads might have moved or came out and they wanted to do an MRI. It was reported that the event occurred ¿like two weeks ago¿ in (B)(6) 2017. Patient services helped walk the patient through going into MRI mode. Their patient programmer showed that they were full body eligible. Patient services then reviewed how to exit MRI mode and turn their ins back on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that there was increased pain and decreased efficacy of stimulation and it was no help starting in (B)(6) 2017. There were no environmental factors noted that may have contributed to the issue. Reprogramming was performed; however, the issue was not resolved at the time of the report. Neither high dose nor low dose settings were helping to relieve her pain. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported at the time of the report. The patient¿s medical history includes back and lower extremity pain, but otherwise unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, (B)(4) implanted: (B)(6)2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, but it was unclear from their report on whether the MRI performed confirmed the lead migration (previous report from healthcare provider stated the x-ray showed the leads have moved). It was reported that the cause of the patient¿s troubles with their legs and possible lead migration was not determined. They reported that on (B)(6)2017 they went to the pain clinic and saw a rep who reprogrammed them, however they stated that this did not resolve the trouble with their legs and possible lead migration. They stated that they just keep their mind off of the pain. The patient reported that they weighed (B)(6)pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2017-11-02 reporting that per the nurse working on this case, the x-ray results showed that the lead migrated. There were no interventions reported to the manufacturer representative to have taken place at the time of the report for this migration. The patient was reprogrammed by another manufacturer representative on (B)(6) 2017. No further complications were reported.